Event description:
Customer called to report the hospitalization due to high blood glucose. The current blood glucose reading is 98 mg/dl. Customer has treated with manual injection. The blood glucose reading at the time of the event was 426 mg/dl. Customer was dehydrated and thirsty. Customer tried using manual injections, but the blood glucose levels would not go down very much. Customer's wife had taken him to the hospital. Diagnosed diabetic ketoacidosis. Customer was hospitalized for two days. Customer treated with insulin drip. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.